Manufacturer narrative:
The customer reported that the device failed to power up which could prevent the delivery of therapy. The customer evaluated the device with the philips response center staff and localized the issue to a failed power supply. We are considering this a malfunction of the power supply. (B) (4).

Event description:
The customer reported that the device failed to power up which could prevent the delivery of therapy.